Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that the patient did not show up for their appointment to correct the over discharge. They have no further information about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported hat they could not interrogate the ins on (B)(6) 2017 because the battery was in "sleep mode." It was stated that they spoke with the manufacturer representative (rep) who is going to inform them on how to get the ins back into "active mode." The patient is willing to have a battery replacement if needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s ins was overdischarged. The patient¿s healthcare provider stated that they could not charge or communicate with the patient¿s device. It is unknown when the patient last successfully recharged their device. The patient reportedly turned their therapy off so they did not charge. Technical services reviewed the physician mode reset function and how to clear the power on reset message. There were no symptoms reported.